Event description:
I was sent 2 boxes of test kits by the FDA which do not appear on any list. When I called, the voice told me that they did not have the number on their list. I have to assume that these are no good. These kits were sent as part of the newest free program. They do not appear to be useful name ohc, lot sha0201 ya13 004af, sha0201 ya13 004af; two of the same - exp on the boxes 01/12/2024. Ref report: mw5161127.